Event description:
It was reported that during a posterior communicating artery (pcoma) aneurysm case, physician used subject stent to assist. When physician was prepared to deploy the subject stent, microcatheter migrated to the proximal of aneurysm neck and part of the subject stent was partially deployed. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully with another device.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, it was observed that the subject stent was returned fully deployed and it was confirmed that the stent was removed with microcatheter. It is very probable that the subject stent was deployed on the table after the procedure. The subject stent was found to be deformed and the distal and the middle part of the stent delivery wire (sdw) was found to be kinked/bent. The stent introducer sheath was not returned. Functional testing could not be performed as the subject stent was returned in a fully deployed condition. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported code 'stent partial deployment' could not be confirmed as the stent was returned fully deployed from the microcatheter. The returned subject device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received from the customer indicates that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was described as 'severely tortuous'. In fact, in the follow-up good faith effort (gfe) process the physician felt that the anatomy and/or location of the intended area of treatment may have contributed to the reported event. It was reported that 'operator used guidewire to bring microcatheter to parent vessel. The patient's vessel was very tortuous. After the stent reached the location, the operator prepared to deploy the stent, and at that time the microcatheter migrated. Checked under digital subtraction angiography (dsa) to see the microcatheter migrated to the proximal of aneurysm neck and part of the subject stent was already deployed. The operator then replaced the stent and the microcatheter to deploy successfully'. The subject stent was returned for analysis fully deployed from the microcatheter (which was also returned for analysis). It is not clear from the event description or the follow-up gfe process when the stent went from a partially deployed state to fully deployed. The stent was deformed towards the proximal (closed cell) end. The 3 marker bands were present on both ends of the returned stent. The stent delivery wire was also returned for analysis and was seen to be kinked/bent in the middle and distal sections of the wire. The introducer sheath was not returned for analysis. It is not clear from the event description when the damage, which was noted during analysis of the stent and the stent delivery wire, occurred. It is likely that, due to the severe tortuosity of the anatomy, the microcatheter unexpectedly moved immediately prior to stent deployment. The damage noted to the returned device may have occurred during retraction from the patient or at some point (following the procedure) on the operating table. An assignable cause of not confirmed has been assigned to the as reported code ¿stent partial deployment¿ and an assignable cause of procedural factors has been assigned to the as analysed codes ¿sdw kinked/bent¿, and ¿stent deformed¿. This complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during a posterior communicating artery (pcoma) aneurysm case, physician used subject stent to assist. When physician was prepared to deploy the subject stent, microcatheter migrated to the proximal of aneurysm neck and part of the subject stent was partially deployed. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully with another device.